Manufacturer narrative:
A product development investigation was performed. The following complaint device(s) was received by customer quality (cq): one standard insertion handle (part number: 03.010.045; lot number: 1506458; mfg date: 10jul2006), one standard insertion handle (part number: 03.010.045; lot number: 1564982; mfg date: 16nov2006). A visual inspection, design history review (DHR), dimensional analysis, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is unconfirmed. The returned handles are used in a variety of intramedullary (im) nail procedures, and is included in the titanium cannulated lateral entry femoral recon nail technique guide (j6133c). Insertion handles are attached to nails and together the assembly can be used to properly insert the nail into the medullary canal. After insertion of a nail, an aiming arm is attached to the nail/insertion handle assembly followed by the protection sleeve (through the aiming arm), then by the drill sleeve and the trocar, which can then be used to assist in precision locking of the nail. The returned instrument was evaluated at cq and the complaint condition could not be confirmed. Upon visual inspection, no damage was noted on the device(s). Both devices were able to fit a 12.01 mm gauge pin with no issues and is in spec per relevant drawing and the maximum diameter for the protection sleeve is 9.2 mm per drawing. As the complaint condition could not be replicated, therefore it¿s unconfirmed. Drawings were reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A definitive root cause could not be determined as the complaint condition could not be confirmed. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: there was no known reported patient involvement associated with the complained event. Unknown when device malfunctioned. Device is an instrument and is not implanted/explanted. (Therapy date): unknown a device history record (DHR) review was performed on part # 03.010.045, lot # 1506458: manufacturing site: (B)(4), manufacturing date: 10. July 2006: no non conformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while going through the field equipment, the sales consultant noticed that there was an issue with the oblique locking feature on two of the insertion handles used with the lfn (lateral femoral nail). Two of three insertion handles did not allow the triple trocar sleeve to go thru the hole. Sales consultant tried mixing and matching different sets to see if perhaps it was an issue with the protection sleeve but it was not the sleeve. The same sleeve was tried with all three insertion handles and only one insertion handle allowed the protection sleeve to go through the hole. It was noted that the insertion handle that does work has additional cuts in it and the hole is bigger and the two insertion handles that don¿t work don¿t have the visible cuts and the hole seems a bit smaller. Concomitant devices reported: insertion handle (part # 03.010.045, lot # 3807373, qty. 1); protection sleeve (part # 03.010.063, lot # unknown, qty. 1). This report is for one (1) standard insertion handle. This is report 1 of 2 for complaint (B)(4).